Manufacturer narrative:
Investigation is not complete. Add'l inco has been requested from the surgeon. Trends will be evaluated. This report will be amended when the investigation is completed.

Event description:
In reviewing a micronail (r) audio for marketing, the surgeon mentioned his group removed 5 micronails(r), only 2 of which probably needed to be removed.